Event description:
The perforator did not disengage. Risk of dura matter perforation and brain injury. (B)(4) 2014 affiliate was asked to confirm that there was not injury to the brain or dura.

Manufacturer narrative:
The perforator was not returned; therefore, the reported "the perforator did not disengage" could not be verified. Evaluation will be performed when/if the perforator is eventually received. The device history records for this perforator were reviewed. All assembly process tests and inspection associated with the assembly process, met specification requirements. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Additional information stated: the sales rep and the hospital were asked. They cannot confirm there was a dura or brain injury. They just mention a risk. It is the same for (B)(4). If I get further information from the hospital , I will keep you informed.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. Complaint sample not returned.